Manufacturer narrative:
Citation: early experiences with a new three-dimensional annuloplasty ring for the treatment of functional tricuspid regurgitation. Annals of thoracic surgery. (2014). 98(6):2039-44 doi 10.1016/j.athoracsur.2014.07.023 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding early results after the implant of a 3d tricuspid annuloplasty ring. All data were collected from a single center between 2010 and 2013. The study population included 200 patients (predominantly male; mean age 70.4 ± 9.1 years), all of which were implanted with medtronic contour 3d annuloplasty ring (serial numbers not provided). Among all patients adverse events included: first degree heart block, complete heart block, left and right bundle branch block, and bradycardia treated with a permanent pacemaker implant. Other adverse events included severe tricuspid regurgitation treated with r e-operation. No additional adverse patient effects or product performance issues were reported.